Event description:
Used nutrifill scleral lens solution. Developed a corneal ulcer of left eye. Stopped using solution when developed severe pain in eye and saw (B)(6), do who referred to a corneal specialist. Saw (B)(6), md at (B)(6) center in (B)(6). Had weekly appointments thru september. Referred to (B)(6) at (B)(6) center. Cultures were taken and revealed an acanthamoeba parasite and a candida tropicalis fungus. In the meantime opened an email from the nutrifill company which stated that the solution (UDI) (B)(4), lot foe (the solution lot that I had been using) had been recalled due to causing corneal ulcers. I had no problems with the solution when using the samples that I received when fitted with the scleral lens (by (B)(6), od at (B)(6) in (B)(6)). It wasn't until I started using the solution that I ordered online which was the above UDI and lot number that I started having pain within a couple of days and developed the ulcer as stated above. I have been seeing physicians weekly ever since. I have been told that I will need to have a corneal transplant in the future. FDA safety report ID# (B)(4).